Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are precise self expanding stents (ses), but the catalog and lot numbers are not available. A copy of the publication is attached to this report. Dhillon, a. S., li, s., lewinger, j. P., et al. (2018). Comparison of devices used in carotid artery stenting: a vascular quality initiative analysis of commonly used carotid stents and embolic protection devices. Catheterization and cardiovascular interventions, 92(4), 743-749. Doi:10.1002/ccd.27646. This is one of precise stent products involved with the reported event and the associated manufacturer report numbers are 1016427-2018-02253, 9616099-2018-02524, 1016427-2018-02254. As noted in the publication by dhillon et al., (2018). Comparison of devices used in carotid artery stenting: a vascular quality initiative analysis of commonly used carotid stents and embolic protection devices catheter cardiovasc interv. 2018;1¿7;report 22 cases of inpatient ipsilateral stroke/tia post carotid artery angioplasty and stenting (cas) with distal embolic protection using a precise self expanding stent (ses) and an angioguard embolic protection device. The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Stroke/cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Transient ischemic attack (tia) is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As noted in the publication by dhillon et al., (2018). Comparison of devices used in carotid artery stenting: a vascular quality initiative analysis of commonly used carotid stents and embolic protection devices catheter cardiovasc interv. 2018;1¿7;report 22 cases of inpatient ipsilateral stroke/tia post carotid artery angioplasty and stenting (cas) with distal embolic protection using a precise self expanding stent (ses) and an angioguard embolic protection device.